Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) for the lot number 17772711l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant products: non-biosense webster, inc. Product: st. Jude medical transseptal needle, non-biosense webster, inc. Product: st. Jude medical sheath. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for left atrial tachycardia with a thermocool® smart touch® sf uni-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the ablation phase, a steam pop occurred while working near the mitral isthmus. Thirty minutes later, the blood pressure was noted to have slowly crept downward. Cardiac tamponade was detected. Pericardiocentesis yielded 650 ml. Patient required 1 day in the intensive care unit (ICU) after the pericardiocentesis. Patient fully recovered. There were no patient factors cited that may have contributed to the adverse event. Physician did not provide a causality opinion. There were no issues or errors reported on any biosense webster inc. Products or equipment during the procedure. Transseptal puncture was performed with a st. Jude medical transseptal needle and a st. Jude medical sheath. Generator was set on power control mode at 40 watts with default cut-off parameters. There is no further information regarding generator parameters, generator settings, power titration, overall ablation time at the site of injury, or last ablation cycle time at the site of injury. Irrigated catheter flow was set at 15 ml/min. There is no information regarding anticoagulation during the procedure. There is no information regarding shaft proximity interference value, catheter proximity, or catheter zeroing. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable. The steam pop was an expected physiological phenomenon and not considered to be a device malfunction. As such, this issue was assessed as not MDR reportable.